Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a procedure sterile water leaked and sprayed from the junction between two connectors. There was no reported harm to either patient or user.

Manufacturer narrative:
The device involved was not returned for investigation; therefore, the actual cause of the incident could not be determined. Based on the information provided, there was no injury to either patient or user. Complying with osha 1910.1030 (d) (3) (I) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm.